Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother stated that the customer woke up on the morning of the event with elevated blood glucose levels. The customer was given another insulin pump to use while at the hospital, but again he became sick and his blood glucose levels elevated. Troubleshooting was performed and the insulin pump passed the lead screw and prime tests. The high pressure test could not be performed because of a tubing clamp was not available. The customer's mother stated that they attempted to change the infusion set several times, but no insulin would exit the tubing. Nothing further was reported.